Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found severe hypotube kinks along several locations of the hypotube shaft. A hypotube break at 230 mm from the distal end of the strain relief was also noted during analysis. The type of damages noted most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 03apr2018. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 34mm in length, eccentric, de novo target lesion was located in the non-tortuous, non-calcified and 3.5mm in diameter left anterior descending artery (lad). A 3.50x38mm promus element¿ plus stent was advanced to treat the lesion. However, upon attempting to advanced the device over the wire, the shaft got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.